Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor relay. No motor error alarm noted. The insulin pump was received with cracked liquid crystal display window, cracked case near liquid crystal display window corner, cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address/serial number label and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error, three times, during bolus delivery, on the day of the phone call. The customer's blood glucose was above 200 mg/dl. The customer does not use the sensor feature. They were able to complete the rewind sequence. The discontinuation of the device was advised. The caller was advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)